Manufacturer narrative:
One suspected device was received for evaluation. The event history log (ehl) was reviewed. No errors found in event log. The device was visually inspected. No anomalies were noted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The functional testing was performed. Customer complaint was complaint was confirmed through functional testing. The error code was related to a defective pwa. The pwa board was replaced. The device passed all functional testing after repair.

Event description:
It was reported that during testing, the cadd solis infusion pump displayed error code 45639 accompanied by a red screen. The investigation confirmed this as a high-priority alarm related to the pwa board (motor_sense_high_on_power_up). There was no patient involvement.